Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was attempted to be advanced within the patient's femoral vein but was unable due to significant resistance. Troubleshooting was preformed and the sgc was removed from the patient when it was visualized that the sgc tip was cracked. The sgc was replaced and a new sgc was advanced successfully. The procedure, was completed successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported deformed soft tip. The reported difficult insertion into anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult insertion into anatomy could not be conclusively determined. A cause for the reported deformed soft tip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.